Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b5 and e2 (inadvertently left off the initial report). The user answered the following questions: - does the user inspect the device for any abnormalities before using it? Yes in routine. - has this device been used on a patient with foreign material? Unknown, but possible. - does the customer follow reprocessing steps as per instructions for use? Yes. - were there any effects from other products/ reprocessing accessories/ aer (automated endoscope reprocessors) / ewd (endoscope washer disinfector) involved on the event? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered to forceps elevator/ bending section cover was dirty, remained due to inadequate reprocessing since the customer tends either not to use or reuse the forceps cleaning brush model maj-1888. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
In addition to the foreign material found on the forceps elevator, the bending section cover is dirty.

Manufacturer narrative:
Initial reporter address: (B)(6). The subject device was returned to olympus and evaluated. In addition to the foreign material described in the event, the device was found to have the following faults: (a) the connecting tube, cover, grip and universal cord were scratched, (b) the switch box was dented, (c) the angulation was out specification, and (d) the play on the knobs was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus evis exera ii duodenovideoscope was returned to olympus, however a device malfunction was not reported. The subject device was subsequently inspected by olympus and an undetermined yellow/brown foreign material was found on the forceps elevator. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the inspection of the device.